Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip was damaged, revealing the tip of the core wire. The guidewire was also bent, however there was no damage to the corewire or ptfe jacket. It is most likely that clinical factors may have contributed to the distal tip damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, after the procedure was performed, the physician noted that a portion of the tip had detached. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, after the procedure was performed, the physician noted that a portion of the tip had detached. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.